Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of nose irritation, skin irritation, hypersensitivity, nausea, vomiting, cancer and other. The manufacturer was made aware of this complaint through a representative of the customer. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of nose irritation, skin irritation, hypersensitivity, nausea, vomiting, cancer and other. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.